Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2011.

Event description:
Health professional reported that after pt injection in the under eyes and chin with .85cc of juvederm ultra plus the pt developed "hypersensitivity: after injection the pt reported redness near the injection site." The pt was treated in the chin with hyaluronidase and treated the under eyes with hyaluronidase and with an unspecified anti-histamine and prednisone 5mg tab and chlorpheniramine maleate 2mg (tablet).